Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was intermittent, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that there was intermittent noise on the right ventricular (rv) lead dependent upon patient movement, high impedance, and a lead fracture was suspected. It was also noted that there was erratic, fluctuating pacing impedances, sensing, and thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.